Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, four months after catheter insertion, during dialysis treatment, there was blood leak at the junction of the bifurcate and vein end of the extension tube where a break (crack at the tube proximal to the bifurcation head) was noted. There was blood loss of about 3ml and blood transfusion was not required. The catheter was replaced with the same brand (different product ID) on the day of the event. The new device was used successfully and the procedure was completed. No other intervention/treatment required as a result of the leakage. No other products being utilized with the device. Nothing unusual observed prior to treatment. Flushing was done prior to use and no abnormality found. No other ointment used at the exit site. They used gauze as the wound dressing and it did not include any cleaning agents or antimicrobial properties. The cleaning agent was allowed to dry thoroughly prior to dressing the area. No cleaning agent used to switch with another over the life of the catheter or to mix with another. The patient was not responsible for any type of catheter maintenance. The site never used sepsiderm to clean catheters. There was no protocol change for the cleaning agent used recently. The patient themselves was not using any type of cleaning agent or antibiotic on the catheter. The catheter was not repaired. Iodophor was the cleaning agent used on the device. Tego was not utilized. There was no luer adapter issue. The insertion site was wiped with iodophor prior to product placement. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted there was a cut/hole/disconnection in the extension tube which led to a leak. It was reported that there was a leak on the extension tube. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when contact is made with a sharp surgical instrument during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: inspect the catheter frequently for nicks, scrapes, cuts, etc. Which could impair performance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.